Event description:
It was reported that the device was broken/damaged. Upper pressure sensor tab broken on bezel. Membrane frame broken. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken/damaged bezel and install missing membrane frame. Based on the findings, service determined that the probable cause of the reported issue was due to customer damage of the assembly frame membrane. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 12aug2010 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported that the device was broken/damaged. Upper pressure sensor tab broken on bezel. Membrane frame broken. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/damaged. Upper pressure sensor tab broken on bezel. Membrane frame broken. There was no patient involvement.